Event description:
The customer reported that his olympus hd autoclavable camera head was intermittently losing its image during a procedure. According to the initial reporter, the staff was forced to change to another camera to continue the case. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found traces of water leakage on the camera head, the coupler had rust and the cable was stuff due to moisture intrusion, and the connector pin was corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the board was submerged in water. Therefore, it¿s likely the loss of image occurred due to a board failure caused by the water invasion. However, a final root cause was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed, the intermittent image occurred prior to the procedure. The procedure was delayed 5 minutes and it was completed using a similar device. There was no patient harm or consequence reported as a result of the event.